Event description:
It was reported that a cic had a clock that was not updating properly. No pt injury or death reported. Preliminary review indicates that this loss of monitoring is related to a known issue where the time master on the unity network broadcasts time changes and the cic reflects these changes, causing multiple time requests and excessive network traffic. The issue can lead to a complete loss of monitoring on the unity network, which may delay recognition and/or treatment of a critical pt event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.